Event description:
In early 2009, this patient presented with traumatic injury to the aorta and was implanted with a gore tag thoracic endoprosthesis. Upon deployment, the device landed 15 mm proximal of intended landing zone and unintentionally covered the vertebral artery. Patient tolerated the procedure. No further treatment is planned.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.